Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (s/n (B)(4)) found no anomaly. Analysis of the extension (s/n (B)(4)) found the body conductor was broken less than 5cm from the proximal end. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Supplemental MDR submitted to update conclusion code for the extension.

Manufacturer narrative:
Concomitant product: product ID 3708660, serial # (B)(4), product type extension; product ID 3708660, serial # (B)(4), product type extension. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
A health care provider (hcp) reported via a manufacturing representative that the patient lost therapy for the right side of their body and an out of regulation (oor) error message was displayed on the patient programmer approximately four weeks after implant. The patient did not experience any falls or trauma. Impedances were checked and they were measured to be okay. The oor message was able to be cleared with a clinician programmer. Three days later, the oor message appeared again, but could not be cleared with the patient programmer. Impedances were checked again at that time and contacts 0-3 on the left electrode were found to be high. Impedances were measured to be the following on the left side: c-0 = 2010, c-2 = 2321, c-3 = 2428, 0-2 = 4061, 0-3 = 4092, and 1-3 = 4114 ohms. Impedances on the right side were measured to be the following: c-8 = 2284 and c-9 = 2212 ohms. The cause of the event was unknown. An x-ray of the implant was done and there were no breaks or other problems. If the hcp shifted the implantable neurostimulator (ins) towards the patient's clavicle, they got therapy again. The ins was programmed in voltage mode. A revision surgery was done to troubleshoot and resolve the issue. During the revision, the hcp removed the left extension from the ins and checked impedance of the extension and lead. Impedances of the extension and lead were measured to be high, greater than 40,000 ohms. The left extension looked normal. Lead impedances were then checked and were found to be normal. The extension was explanted and replaced. Following the replacement of the extension and connection to the ins, an oor message was displayed. Impedances were measured to be normal with the new extension. Due to the oor message, the hcp decided to explant and replace the ins. After replacing the ins, impedances were okay and no oor message was displayed. Following the revision surgery, the patient had therapy for the right side of their body.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.